Event description:
It was reported the patient is experiencing discomfort at the lower scs lead site (c6-c7). A CT scan shows the lead appears to be being expelled by the muscles and a screw from unrelated hardware appears to be backing out. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report: 1627487-2015-01286. Follow-up identified the discomfort was at both the ipg and the lead sites. Surgical intervention was undertaken and the ipg was moved to the abdomen and the lead was buried and tunneled deeper. The reported issue is reportedly resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).